Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient first started experiencing the infection on (B)(6) 2017 and the infection had been resolved. The organisms isolated were mrsa and p. Acne. The itb pump and spinal rods/screws were removed on (B)(6) 2017. The patient's medical history included: neurologically devastated, trach/gt, vent dependent and lives in a long term care facility.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8711, serial# (B)(4), implanted: (B)(6) 2010, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen 2000 mcg/ml; 120 mcg/day via an implantable pump. The pump was currently delivering gablofen 500 mcg/ml; 59.95 mcg/day. Indication for use was intractable spasticity and cerebral palsy. The date of the event was unknown. It was reported the patient experienced a chronic infection. The infection was confirmed. The infection was due to a spinal fusion, and now the pump and catheter were possibly infected as well. The area of the infection was the spine; hardware in the spine from a spinal fusion. There was pus and something growing there. There was no allegation against device sterility. The infection was not related to the device. Actions taken to resolve the infection were intravenous (IV) and oral antibiotics. The patient was on oral baclofen 20 mg two times a day. The treatment was ongoing. The patient was changed from 2000 to 500 mcg/ml last wednesday as they were weaning the patient down. A bridge bolus (bb) was supposed to run for 180 hours. The hcp asked if they could fill the pump with saline (B)(6) 2017. The hcp planned to bring the patient back next week after the bb is complete and change the dose from 59.95 mcg/day to 25 mcg/day. Then, early the following week they will program the pump to minimum rate mode, prior to the surgery. The system was being explanted on (B)(6) 2017. No further complications were reported.